Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
Additional information was received that indicated this ra lead was surgically abandoned.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The lead was checked with isometrics and pocket manipulation and the noise and out of range pacing impedances could not be reproduced. Technical services reviewed the latitude remote monitoring report and the ra pacing impedances were steady measuring 400 ohms until the last few months and it was noted the impedances increased measuring greater than 3000 ohms. In addition, the ra lead exhibited low amplitude. It was recommended to turn off the respiratory rate trend feature and to continue to monitoring the patient. No adverse patient effects were reported. This crt-d and ra lead remain in service.